Event description:
It was reported that the device was capped/abandoned due to a coil fracture; impedance varied from 300 -3000 ohms. No patient complications have been reported as a result of this event.